Event description:
(B)(4). I have been having extreme sharp stabbing pains, 3 of the essure devices were inserted, one removed during c-section, left one is fully in the uterus as was the first one that was removed, the one on the right is in the tube and the uterus, I have excessive back and hip pain, heavier, longer periods with clots. I have gained about (B)(6) and have done pilates, zumba, yoga and did weight lifting with no results. Migraines happen every other day now and I have chronic fatigue.